Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Mild calcification was present. Aortic angle was 56 degrees. Pre-dilatation performed with z-med2 23mm balloon, which exceeded annulus minimum diameter of 22.1mm. When attempting to position the valve, valve alignment was not good. Non-coronary cusp (ncc) depth was 2mm while the left coronary cusp was more than 10mm. It was decided to deploy the valve anyway. During final deployment, delivery system was in inner curve side as neutral position did not work well. After release, the valve dived further into the left ventricle at a depth of 10mm ncc and greater than 10mm lcc. After deployment, the valve was reviewed via echocardiogram but the valve migrated further into the ventricle at a depth of 14-15mm. A second 27mm navitor was then placed valve in valve. In the physician's opinion, the migration was related to valve sizing.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration and device malposition could not be conclusively determined. The reported surgical interventions was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.